Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented prior to routine generator change. An interrogation revealed loss of capture exhibited by the right atrial lead. Pacing impedance was also noted to exceed the upper limit. The lead was capped and replaced during the procedure on (B)(6) 2021. The patient tolerated the procedure well and was discharged.